Event description:
It was reported that the patient received a shock while in a hot tub. It was further reported that a review of electrograms noted sixty cycle noise on both the atrial and ventricular leads. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D284drg implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(6); 5076-52 implantable pacing lead implanted: 2005-(B)(6). (B)(4).